Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a reduction in pain coverage and there was a crack in the lead casing. It was also reported, the patient was examined on (B)(6) 2012 and the patient's device was interrogated and impedances out of range were measured. An x-ray was taken the same day which showed the leads were in place but there was slight coiling of the leads near the anchor. The crack in the lead casing was reported to be found during surgical observation on (B)(6) 2013. It was also reported the patient's lead was replaced and the patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).